Event description:
A malfunction alarm occurred, indicated by a malfunction code display. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and after the reset, the same malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if any issues reoccur.